Manufacturer narrative:
Evaluation: visual inspection: a deformation of the outer housing of the prosa valve was observed through the visual inspection. The prosa valve housing was subsequently measured and confirmed/indicated the presence of a deformation. The housing deformation measured at -0.067 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has indicated that the prosa valve has a blockage. Adjustment test: the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the given specifications. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the prosa was not permeable, the computer controlled test is not possible. Results: first we performed a visual inspection of the prosa valve. A deformation of the outer housing of the prosa valve was observed through the visual inspection. This deformation was confirmed through a measurement of the plan parallelity. Next we tested the permeability, adjustability, the brake functionality and brake force. The prosa valve was not permeable and the brake function was out of tolerance, but the other specifications met the valve. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of over-drainage. At the time of our investigation, the prosa valve has a blockage. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve and the resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
A section: height 110 cm. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a post-operative issue with the shunt system. The patient was initially implanted on (B)(6) 2017 with a prosa valve. There was suspected over-drainage. A revision was performed on (B)(6) 2019 due to the malfunction.